Event description:
It was reported that the patient artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient's recurring incontinence began three weeks ago. The patient's cuff was downsized. A 4.0cm cuff was explanted and a new 3.5cm cuff was implanted.

Event description:
It was reported that the patient artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient's recurring incontinence began three weeks ago. The patient's cuff was downsized. A 4.0cm cuff was explanted and a new 3.5cm cuff was implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of recurring incontinence was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient's recurring incontinence began three weeks ago. The patient's cuff was downsized. A 4.0cm cuff was explanted and a new 3.5cm cuff was implanted.